Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a power loss alarm. The customer's blood glucose levels were 143 mg/dl at the time of the incident. Troubleshooting was not provided. The alarm reoccurred after customer tried replacing battery. The insulin pump will return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4).